Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 65% to 45% after being connected to a power source. In addition, the pump could not be charged with the usb cable and wall adapter. It was confirmed that the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.